Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) received a "windows system error. Disc boot failure, enter system disk and re-boot" and then the unit was booted into a black screen and would not load the software. Nihon kohden technical support (nk ts) determined that the unit was no longer reading the hard disk drive (hdd). The unit was at its end of life, and there were no replacement hdds. Ts suggested that they buy a new cns. The biomed stated there was a total of 3 or 4 patients being monitored on telemetry transmitters on channels 1 thru 8. These two cnss are not the primary cnss which monitor these telemetry beds. They were being used in conjunction with the primary cns devices, so there was no interruption in patient monitoring. They also mentioned that they were able to get the unit running again and it was currently in use. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: this event occurred during patient use. If the reported malfunction were to recur and the device became nonfunctional while monitoring patients, delayed treatment is likely to occur should the customer not be able to respond to the event. However, in this case, the customer sent communication that the cns in question was used in conjunction with their primary cns, which was continuing to monitor the patients. Based on the set up of the customer's patient monitoring devices, the risk of patient harm can be mitigated as failure of a cns will not result in interruptions to patient monitoring. The boot up issue and the accompanying error message indicates failure of the hard drives. As the device was installed at the customer's facility on (B)(6) 2010 and has no previous complaint history or service history, the root cause of the hard drive failure is most likely related to normal wear and tear. A CAPA is required per complaint handling, (B)(4) in this case. However, as the root cause is unlikely to be caused by a deficiency in design or manufacturing, a CAPA is not warranted. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry transmitters: model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) received a "windows system error. Disc boot failure, enter system disk and re-boot" and then the unit was booted into a black screen and would not load the software. Nihon kohden technical support (nk ts) determined that the unit was no longer reading the hard disk drive (hdd). The unit was at its end of life, and there were no replacement hdds. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) received a "windows system error. Disc boot failure, enter system disk and re-boot" and then the unit was booted into a black screen and would not load the software. Nihon kohden technical support (ts) determined that the unit is no longer reading the hard disk drive (hdd). The unit is at end of life, and there are no replacement hdds. Ts suggested that they buy a new cns. The biomed stated that there was a total of 3 or 4 patients being monitored on telemetry transmitters on channels 1 thru 8. These two cnss are not the primary cnss which monitor these telemetry beds. They are used in conjunction (with others), so they did not have any monitoring interruptions. They also mentioned that they were able to get the unit running again and is currently using it. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: 3 or 4 telemetry transmitters were being used in conjunction with the cns, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) received a "windows system error. Disc boot failure, enter system disk and re-boot" and then the unit was booted into a black screen and would not load the software. Nihon kohden technical support (ts) determined that the unit is no longer reading the hard disk drive (hdd). The unit is at end of life, and there are no replacement hdds. Ts suggested that they buy a new cns. The biomed stated that there was a total of 3 or 4 patients being monitored on telemetry transmitters on channels 1 thru 8. These two cnss are not the primary cnss which monitor these telemetry beds. They are used in conjunction (with others), so they did not have any monitoring interruptions. They also mentioned that they were able to get the unit running again and is currently using it. No patient harm reported.